Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was not transmitting through the remote transmission. The patient was not feeling well and presented in the emergency room. The device delivered alerts for ventricular tachycardia and ventricular fibrillation episodes and they were successfully treated with atp and hv therapy. In addition, the device diagnosed premature ventricular contractions as t-waves. The patient was discharged and was doing fine after the event.